Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system could not establish communication with the navigation system for the procedure. It was reported that a yellow line of communication appeared across multiple medtronic navigation systems. The surgeon opted to complete the procedure without the use of the imaging system. It was noted that the imaging system could communicate with electronic picture archiving and communication systems (pacs). There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient demographics provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics provided.